Event description:
It was reported that some time after implantation of a vena cava filter, the pt presented with abdominal and chest pain, and a CT scan identified a detached filter limb in the right ventricle. The current status of the pt is unk. Further information has been requested.

Manufacturer narrative:
The lot number was not provided, therefore, the device history records could not be reviewed. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter limb detachment. Unable to determine the root cause based upon the available information.